Event description:
The cordless driver 3 was sent for evaluation due to running on it's own without user activation prior to a procedure. There was no pt involvement and no adverse consequences associated with the device.